Event description:
This device and lead were explanted due to noise and inappropriate shocks delivered.

Manufacturer narrative:
The solia s was not available for analysis. Thus the analysis is based on the returned ICD and the fragmented linox smart. In the course of the analysis the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The visual inspection of the linox smart demonstrated multiple signs of wear along the lead fragments. In particular on the distal lead fragment, near the rv shock coil, the insulation was found rubbed through. This damage can be considered as the root cause of noise which led to shock delivery as reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labour involving the upper body are known contributing factors. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 51 months and 31 charging cycles were recorded to the icds memory. The memory content of the device was analysed. During the analysis of the available iegms noise was observed in the right ventricular channel. This led to the detection of several vf episodes one of which resulted in a shock delivery. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The lead was found cut approx. 11 cm distal to the is-1 connector pin. The proximal and the distal lead fragments were received. The ligature marks were detected 32 cm proximal to the lead tip. Furthermore multiple signs of wear along the lead fragments were noted. In particular on the distal lead fragment, near the rv shock coil, the insulation was rubbed through. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found.